Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test due to blank display. Unit had stripped battery cap coin slot (p).

Event description:
The customer reported via phone call that the insulin pump was not working. Customer¿s blood glucose level was unknown. The customer also reported that they were unable to remove the battery cap on their pump. Customer states that the battery cap screwed in too far and it won't come off. The customer was advised the insulin pump need to be replaced. The insulin pump will be returned for analysis.